Event description:
It was reported that over 7 and a half years post implantation, the patient underwent revision surgery due to unknown reason. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: oxf uni tib tray sz aa lm PMA; item#: 159531; lot#: unknown, item name: oxf twin-peg cmntd fem md PMA, item#: 161469 lot#: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00507, 3002806535 - 2022 - 00508.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h6, h10. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.